Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this device experienced recurrent urinary incontinence. A surgical procedure was performed, during which the cuff was removed and a cystoscopy was performed. During the cystoscopy, cuff erosion was identified, and the physician suspected a tear on the proximal side. As a result, all components were removed, and the patient will be allowed to heal for six months prior to reimplantation. Additionally, a hole in the balloon was reported. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion, urinary incontinence, and hole/perforated was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this device experienced recurrent urinary incontinence. A surgical procedure was performed, during which the cuff was removed and a cystoscopy was performed. During the cystoscopy, cuff erosion was identified, and the physician suspected a tear on the proximal side. As a result, all components were removed, and the patient will be allowed to heal for six months prior to reimplantation. Additionally, a hole in the balloon was reported. There were no further patient complications.